Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller's reason for call was their mother in law's neuro pain sensors were currently not working and they needed help. No symptoms were reported.